Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead was explanted due unknown product performance. Another lead was implanted. No additional adverse patient effects were reported.